Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh with bso, pelvic adhesiolysis, and anterior and posterior colporrhaphy due to fourth degree uterine vaginal prolapse, third degree cystocele and rectocele, and sui. Following insertion, the patient experienced pain, erosion, infection, urinary problems, bleeding, dyspareunia, and vaginal scarring. A mesh revision/removal was performed on (B)(6) 2011. (B)(4) ¿ urinary problems.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.